Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a contributing factor in this event. The manta instructions for use (IFU) instructs the user in step 5: deploy device and seal puncture maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure (figure 15). Note that the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant (figure 16), maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The patient's femoral artery used for access was reported as 5.7 mm in diameter. The manta 14f vascular closure device (manta) deployment depth was measured at 2.0 cm + 1.0 cm. The heart valve was reported to have delivered using a 14f sheath. The reporter confirmed that the device operator used excessive force when advancing the manta lock advancement tube downward during deployment. Proper tension was confirmed to have been held on the manta during deployment with yellow/green visible in the tension gauge. The manta was reported to have been deployed intravascularly. The closure site was then ballooned and a 6x20 stent deployed to hold the manta collagen in place and provide hemostasis. The patient was reported to be in good condition.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed, indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, during deployment, excessive force was applied while advancing the blue lock advancement tube. The manta device was deployed intravascularly. Tamping the device down too hard while deploying the lock advancement tube forced the manta to deploy intravascularly. The IFU instructs in step 5: deploy device and seal puncture: maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard. The IFU was reviewed and confirmed to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Adverse events related to the deployment of vascular closure devices have also been identified and include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.